Event description:
It was reported that "the cartridge doesn't deliver". No additional information was provided. The customer declined a follow up from tandem technical support. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.